Manufacturer narrative:
Based on the information provided, review of the surgical technique guide, IFU and fmea, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause is user error; improper implant size selection, using an implant that was too short.

Event description:
The patient had right left si joint arthrodesis in 2016 where three implants were placed. The patient later reported to a new surgeon with complaints of increased si joint pain. The surgeon determined that the implants were too short and possibly loose in the sacrum. In (B)(6) 2018, the surgeon performed a revision surgery where he removed all the implants with chisels. All the removed implants had good bone on-growth on the surface. The status of the patient following the revision procedure is not known.